Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. D4: batch # 714c23. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and without sterile packaging. Upon visual inspection, no foreign matter was noted in the device. In addition, a malformed staple with tissue was observed on the anvil. Additionally, photos were provided in which only an anvil can be seen with what appears to be tissue and a staple. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no foreign matter was noted as per the returned condition of the sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 714c23, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a foreign matter like a piece of cellophane tape was found after 1st firing. It was not confirmed whether it came out of the echelon itself. A foreign matter could not be recovered because it had already been discarded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.